Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but exhibited high out of range pacing impedances of greater than 3000 ohms. The rv lead was removed and replaced prior to pocket closure and was never in service. The rv lead was disposed of at the hospital and will not be returned for analysis. No additional adverse patient effects were reported.